Manufacturer narrative:
(B)(4). The dynamic superior jaw shaft is bent, and cracked at the pivot jaw pin on one side, consistent with excessive rotational force. The location, direction, and amount of force required in order induce the above jaw deformation is consistent with application of excessive rotational force. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tip of the instrument was broken during use. No patient complications were reported.